Manufacturer narrative:
(B)(4).

Event description:
The following has been reported: biomed reported: rga request. Requested logs. Pump won't run. Dashboard indicated failure below. (B)(6). No patient harm. A preliminary review of the logs identified the following issue: fail stop, cause unknown. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.